Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI tech regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s implantable neurostimulator (ins) was removed because the patient wasn¿t happy with it and it wasn¿t working for her two months prior to the report. The leads were left implanted in the patient. There were no further complications reported or anticipated.